Event description:
The initial reporter stated that the pump stopped during the scheduled feeding and did not alarm. Mmd did follow up with the initial reporter, who stated that the patient did not experience any adverse effects due to the complaint. No additional information was provided. Complaint (B)(4).

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is return to mmd.

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information an MDR would not have been required.

Event description:
The initial reporter stated that the pump stopped during the scheduled feeding and did not alarm. Mmd did follow up with the initial reporter, who stated that the patient did not experience any adverse effects due to the complaint. No additional information was provided. [Complaint-(B)(4)].